Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue did not prevent the companion 2 driver from performing its life sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver's compressor was cycling on and off when plugged into wall air while supporting a patient. The customer also reported that the patient was switched to a backup companion 2 driver. There was no reported adverse patient impact.

Manufacturer narrative:
The customer-reported issue of the compressor cycling on and off while connected to wall air was confirmed via review of the driver alarm history. The root cause of the compressor cycling was a malfunction of the manual pressure regulator, which was unable to maintain the required pressure set point value, as confirmed via testing. The manual pressure regulator's set point was then readjusted and the driver functioned as intended. Syncardia has a corrective and preventive action (CAPA) for this issue. Syncardia has completed its evaluation and is closing this file. Ce 4568 follow-up report 1.